Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 300 mg/dl, 175 mg/dl, and 125 mg/dl. On (B)(6) 2016, the customer received the following results on the aviva system within 10 minutes: 255 mg/dl, 193 mg/dl, and 93 mg/dl. On (B)(6) 2016, the customer received the following results on the aviva system within 10 minutes: 230 mg/dl and 119 mg/dl. On (B)(6) 2016, the customer received the following results on the aviva system within 10 minutes: 201 mg/dl, 205 mg/dl, 173 mg/dl, and 97 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation.